Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Device 3 of 3. Related manufacturer reference number: 1627487-2019-08216, 1627487-2019-08218. It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention may take place to address this issue.

Event description:
It was reported that surgical intervention took place on (B)(6) 2019, wherein the patient¿s system was explanted.